Event description:
A report was received that the patient was experiencing inadequate stimulation and it was noted the patients lead had migrated. The patient underwent a revision where in the lead was moved more midline. The patient was doing well postoperatively.